Event description:
The user facility reported for an automated impella controller (aic) that when switched on in ac-mode the controller displays a battery failure alarm. Batteries at 0% and not charging. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs show battery failure alarms upon bootup. There are also battery comm. Alarms (events #352 and 353). Failure mode was reproduced in fs upon receiving the console. The console battery switch was found to be disengaged. Once the battery switch was engaged, console boots up with 0% charge (on aic display) but no battery failure or comm. Alarm. This seems like a 'misuse' case where either the battery switch was disengaged while in the field, or the console batteries were depleted. It cannot be confirmed because the console had a software update in the field, and there are no logs from before the update. When plugged in, the battery display on the batteries show that they are charging. The console was plugged in overnight to allow the batteries to charge completely. The console batteries were completely discharged and then charged back up to verify battery health. The cause of the battery failure alarm was due to depleted batteries this report is being filed as part of a retrospective review of historical records.